Manufacturer narrative:
Voluntary mw number 3400300000-2022-0000012 was received on (B)(6) 2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Voluntary medwatch received that states that the patient presented with a controller fault sound. The patient's system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller alarm was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. No log files were submitted for review; therefore, the exact alarms that were active were unable to be determined. Multiple good faith effort attempts were made asking if the controller exchange resolved the alarms, and if any products will be returning; however, no response was received. The root cause of the reported event was unable to be confirmed. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.